Manufacturer narrative:
Method: the device will not be returned for an analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as no device were available for an eval, no device testing methods were performed and results cannot be obtained. The DHR was reviewed and there were no reworks, special conditions, or related non conformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: no samples were available for return to halyard for an evaluation; therefore, we are unable to determine a cause for the reported event. It was reported that the pts carried the pumps under their clothing. The instructions for use (IFU) specifies that there are several factors that my affect the flow rate such as fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. The IFU (14-60-591-0-03) specifies, "filling the pump less than labeled (nominal) fill volume results in faster flow rate". "Temperature will affect solution viscosity, resulting in faster or slower flow rate: "flow rate will increase approximately 1.4% per 0.6 degree c/1 degree f increase in temperature". It was reported that the facility filled the pump to 92ml and expected the infusion to last 46 hours. Per the IFU, if the pump is filled to 95ml the approximate delivery time is 46 hours. An instruction for use (IFU) (14-60-591-0-03) and a technical bulletin (mk-00528), factors affecting flow rate, were sent to the customer and it was later reported that the facility has since used 2 additional pumps for infusion without incident. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.

Event description:
Fill volume: 92ml. Flow rate: 2ml/hr. Procedure: chemotherapy. Cathplace: port-a-cath IV. Please reference: # 2026095-2015-00104/(B)(6) and 2026095-2015-00105/(B)(6). Incident 1 of 3: a hospital reported that there were pumps with infusions ending sooner than expected. It was reported as, "they are running through earlier than they should, some as much as 10 hours". The pumps were expected to infuse in 46 hours. The pumps were all carried inside the pt's clothing. None of the used samples were saved for return and analysis. Additional info was received on (B)(6) 2015. It was clarified that 3 incidents occurred. No companion samples are available for return. Infusion started: (B)(6) 2015 at 1310 and ended: (B)(6) 2015 at 0100. The infusion ended at the pts home. The incident was noted by the facility when the pt returned to the clinic for pump disconnection on (B)(6) 2015 at 0900. The pt reported some nausea. It was reported that the pt's condition is stable.